Event description:
Complainant alleged that during a routine shift check by a clincian the device displayed a "defib disabled" message. Complainant indicated that there was no pt involvement in the reported malfunction.